Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier.the device was not available for evaluation as it remains in the patient. Evaluation of the two year follow-up anteriorposterior and lateral x-rays showed a t10-pelvis construct. No fracture could be visibly confirmed. The post-operative revision anteriorposterior x-ray showed the addition of satellite rods connected to the primary rod with rod-to-rod connectors between l1 and l2, and between s1 and the iliac offset connectors. The two month follow-up anteriorposterior x-ray found a visible opening of a gap in the right primary rod between l5 and s1. The broken rod was not removed and replaced, but bridged by the connectors and a long segment of rod. This potentially decreased the stiffness of the construct across l5-s1. This could have contributed to the observed separation of the fracture surface. However, an exact cause of the reported issue cannot be determined.

Event description:
It was reported that the patient experienced a rod breakage two years post-operatively requiring revision. During revision, adjacent satellite rods were added to reinforce the construct without removing the broken rod. During two month post-operative follow-up, a gap in the recently corrected construct was identified. The patient is experiencing coronal imbalance again and complaining of pain.